Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "rupture" and "implant has been recalled." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted..

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, right side "rupture". And "implant has been recalled". Device remains implanted.

Event description:
Patient reported having a right side "rupture" and "implant has been recalled." Healthcare professional later reported "capsular contracture [baker] grade-2" and "discolored implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog no observed openings in the device. Deformation device observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.